Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed blood/body fluid in the helix mechanism. The helix did not appear bent. The insulation in the nexk region of the lead was twisted and the lead tip was bent approximately ten degrees in the molded neck between the distal ring and the helix mechanism.

Event description:
- -

Event description:
Boston scientific received information that this atrial lead was dislodged. In addition, increased threshold measurements were obtained. A revision procedure was performed. During the procedure, during the attempt to reposition this lead, the helix would not extend appropriately. A decision was made to replace this lead. Upon removal, visual observation revealed the lead tip was bent, however the helix could be extended. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.